Event description:
During a follow-up in-clinic, an increase in defibrillation impedance was observed on the right ventricular (rv) lead. Rv lead is pending replacement procedure. The patient was stable.

Event description:
Additional information was received that right ventricular (rv) lead damage is alleged but is not confirmed. Reprogramming was performed to resolve event.